Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging inaccurate result of "177mg/dl" as compared to another meter that read "136mg/dl" within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.